Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and dbs therapy indications. It was reported that the caller was seeing a short on 02 bipole at 123 ohms, and elevated impedances on 13 at 4738 ohms and electrode 3 at 3601 ohms. They were programmed on 0-1- and case, thus the short is not going to interfere with patient's programmed. They went from an activa pc to percept today. Troubleshooting was not required. Initial testing with activa pc showed short at 02, 13 at 5114 ohms, 1 at 2989 ohms and 3 at 4063 ohms. Percept at .1ma testing didn't show the short, but then showed up again when impedance test was done at 1ma. No symptoms reported.